Event description:
Malfunctioning port-a-cath. Would not flush. Angio through cath revealed: ...kinking of the catheter as it abuts the inferior edge of the medial left clavicle. There is contrast extravasation at the point which flows along the outer confines of the catheter, but not through the lumen of the catheter. No contrast flows through the distal 2/3 of the catheter. No contrast extravasation into the chest wall soft tissues appreciated. The catheter was removed (B)(6) 2010 and replaced with new port-a-cath.